Event description:
It was reported that the patient had a spinal fusion surgery and a couple days after the surgery developed a fever. The patient had back pain, had prior surgeries, and had hardware in her back. Magnetic resonance imaging (MRI) was to be performed to see if the patient had an abscess. It was unknown when the most recent surgery was performed or when the fever developed. The pump was used to infuse an unknown type of drug, but the therapy was indicated as intrathecal baclofen (itb). No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8591-38, lot# c45234, product type: accessory. (B)(4).